Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) received a system error 2267 (air and fluid in set) alarm. This occurred on a homechoice (hc) device during dwell eight of ten. The heater bag had solution in it, but only one of the two supply bags had solution inside. Both supply bags were connected to the two white clamped lines. No obvious signs of a leak were observed. The technical service representative (tsr) assisted the caregiver in clearing the alarm. The hp was to finish with manual supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.